Manufacturer narrative:
The customer reported that their AED will not perform battery pack self-test. A new battery pack was used to test the device and there was no speaker function. Based on the fact that this AED is well beyond its 10-year design life, and the reported problem, the customer was advised to remove the AED from service. The IFU states: improper maintenance can cause the defibtech ddu series aeds not to function. Maintain the AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that their AED will not perform a battery pack self-test and the voice is clear but it becomes inaudible when speaking the service code warning. With new battery pack, there is no sound at all and the asi is red. The reported event did not occur during patient use.